Event description:
On [redacted], ir [interventional radiology] physician reported unsuccessful fluoroscopically guided lumbar drain placement complicated by a short fragment of distal drain sheared off into posterior epidural space (small foreign body). CT cath fragment retained 2.5cm and diameter of 0.2cm in right dorsal epidural spaced. Level l3-4. Procedure aborted and no safe way of percutaneous retrieval. Discussed with neurology md team. Discussed with patient and several family members at great length. On the next day [redacted], pt was taken to surgery for csf [cerebrospinal fluid] leak repair (unrelated to this event) and neurosurgeon was able to remove the retained drain fragment, but it was unfortunately discarded by surgery team. No harm or deviation in care.